Event description:
It was reported, the patient lost therapeutic effect, experienced a shocking sensation in the area of the neurostimulator, and reported feeling stimulation in the wrong location. The patient felt muscle cramping on the left inner thigh. To relax the muscle, the device needed to be turned off causing the patient's baseline back pain to return. The events began following a fall one to two months prior. The patient reportedly fell on a fence post and hit the generator pocket. The pocket has been sore ever since. The pocket reportedly appears "rippled" and had bruises. It was also reported the device needed to be recharged more frequently and was taking longer to recharge than normal. Approximately two weeks later, the patient was seen in the clinic. A power on reset condition was reported when interrogating the device with the clinician programmer. The patient reportedly lost stimulation for about 30 seconds. The patient works on cars and does welding. Pulling a drain pull out of a motor causes torque in his back. It was also being considered whether the welding may have caused the power on reset to occur. Following the emi event, the patient's programmer did not work when using the insr function the programmer did not work. When using the insr function the programmer would work. There was no warming at the site. The patient reportedly did not want a revision of the device system at this time.

Manufacturer narrative:
(B)(4).